Event description:
The dural graft matrix was applied via an arthroscopic procedure. The defect was present at l4 and l5. The neurosurgeon was not sure if the defect was a result of a lumbar puncture due to pain management or a result of a bone fragment. The neurosurgeon reports applying the duragen as instructed by leaving a 1cm circumferential overlap and applying a jp drain. Two pieces the dural graft matrix were used. One piece 1inch by 1inch was cut exactly in half and pushed down a 20mm wide arthroscopic tube and positioned over the defect. The second dural graft matrix was placed over the first. A cerebrospinal leak was observed post implantation. It was not clear if the patient may have pulled on the drain post-operatively or if this leak was occurring at another site.